Event description:
Patient reported obtaining a blood glucose result of 515 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 14 units of insulin aspart. Patient indicated that, 5 minutes later, he began feeling like blood glucose was low. Patient retested blood glucose, using the suspect device, and obtained a result of 36 mg/dl. Patient self-treated by eating cereal. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.